Manufacturer narrative:
The alarm trace showed 11 abnormal aspiration alarms between (B)(6) 2022. All qc and cal data are within specified range. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin I stat immunoassay results on a cobas 6000 e601 module. The initial tni result was 0.206 ug/l. The repeat result was 0.100 ug/l with flag. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 57813600 and the expiration date is 31-jan-2023.